Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08143. It was reported that guide wire entrapment occurred. The 90% stenosed, tight target lesion was located in the non-tortuous and moderately calcified left tibial artery. A v-14 control wire guide wire was used then a 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to the lesion. Dilation was performed and when an attempt was made to pull the balloon catheter back off the guide wire, the balloon catheter became stuck on the wire. Both the balloon catheter and the guide wire were removed as a unit and the procedure was completed. No patient complications were reported and the patient's status was fine.